Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, approximately six years and two months post index procedure, the patient presented emergently with abdominal pain and it was discovered that the aneurx stent graft had migrated with a proximal type I endoleak. The physician elected to implant another manufacturer's fenestrated stent graft and the event was resolved. Per the physician, the cause of the event was due to proximal aortic neck dilatation post index procedure. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.